Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber began lasering from the tip and prevented vaporization after 77,801 joules with 11 minutes and 58 seconds of fiber use. The metal cap was loose and rotating but remained attached to the fiber. The procedure was completed via a transurethral resection of the prostate (turp). There were no patient complications.

Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber began lasering from the tip and prevented vaporization after 77,801 joules with 11 minutes and 58 seconds of fiber use. The metal cap was loose and rotating but remained attached to the fiber. The procedure was completed via a transurethral resection of the prostate (turp). There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to the fracture could rotate independently of the metal cap. A distal circumferential fracture has the potential for forward firing; therefore, the reported clinical observation is confirmed. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.